Event description:
The rv lead became dislodged and was sensing atrial activity. The patient received several inappropriate shocks and paramedics delivered an external shock to rescue the patient. This device is eos. It was replaced and the rv lead was repositioned.